Manufacturer narrative:
Device eval: the evaluation has not been completed. A f/u report will be submitted when the evaluation has been completed. Evaluation: conclusions: a f/u report will be submitted when the evaluation has been completed.

Event description:
The rotator on the manifold broke during a left ventriculogram procedure. No harm or injury was reported.